Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that  pt reported software problem [99] - (1. Intellis; 2. 3.6; 3. 243(pt said it could be a "b" or a "3"); 4. Qf_port) displaying on their controller (ptm) screen yesterday when they plugged the recharger (rtm) in to charge their neurostimulator battery.(ins). Pss had pt remove the li battery pack (bp) and then re-insert bp. Pt verified ptm powered on with the message cleared and provided current battery levels: ptm 100%; ins 90%. Pt stated that the rtm recharging antenna has been getting hot for a couple of weeks when recharging the ins. Pt added that they are now having issues getting rtm to connect with ins even though they are placing the antenna over the same spot that worked the day before but now it can take up to 15 minutes/taking longer of repositioning antenna to get a connection. Pt also voiced their opinion regarding design of antenna saying it was very hard to maneuver the paddle because of the wire (cord) placement. Pss reviewed information regarding rtm antenna placement to get better communication. The issue was not resolved. An email was sent to the repair department to replace the rtm. Additional information was received from a patient (pt) on 2022-may-24 regarding an external device. Pt called back and said that they received their recharger replacement and the replacement recharger is also getting hot while charging their implant; pt said this was right after using the replacement. Pt also said they didn't get a return label included with the recharger replacement. Pt mentioned only being able to recharge their implant up to 60% because they were so uncomfortable. A replacement recharger (rtm) was sent out to the patient.

Manufacturer narrative:
Concomitant medical product: product ID 97755, serial# (B)(6), product type recharger. Product ID 97755-s, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was cable insulation torn at the donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.